Event description:
Per the clinic, the patient experienced poor performance with device use, reprogramming attempts were made; however, the issue could not be resolved; resulting in permanent non-use of the device. The implanted device remains.there are plans to explant the device, however, it is unknown if this has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.